Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Review of the returned photograph confirms that the tibial tray is fractured as reported. Medical professional review of xrays received noted previous tibial bone fracture. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified; no other complaints received for this issue regarding the reported part/lot number combination. Root cause was unable to be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the patient underwent a right total knee revision due to implant fracture. In addition, the surgeon stated that the patient's weight was a contributing factor.

Manufacturer narrative:
The following could not be completed with the limited information provided: date of birth-ni, (B)(4), concomitant medical products: item 189100, vngd ant stblzd brg 10x79, lot 387340. Item 184766, series a pat std 34 3 peg, lot 619570. Item 183012, vanguard cr ilok fem-rt 70, lot 703300. Item 141314, biomet finned pri stem 40mm, lot 556830.

Event description:
It is reported that the patient was revised due to implant fracture.